Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
Paravalvular leak (pvl) refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue. It may occur as a result of a lack of appropriate sealing of the valve at the annulus. The most common reason for pvl is inadequate debridement of a calcified annulus or attempted implant with improper valve seating. Pvl is not a result of device malfunction. There may be small pvls identified intra-operatively or post-operatively which do not require any intervention. Most cases of pvl noted intra-operatively are corrected with standard surgical techniques during the initial implant procedure and do not lead to serious injury or death. In this case, the patient required explant of the device after an implant duration of three days. The device was not returned for evaluation and the device return status is unknown. Minimal information regarding this event was received, the root cause of the plv remains indeterminable. If new information becomes available, a supplemental report will be submitted. The device history record (DHR) was not able to be reviewed as the device serial number was not provided. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Through review of medical article "rapid deployment aortic valve replacement in a minimal access setting: intermediate clinical and echocardiographic outcomes" authors markus schlomicher et al, it was learnt about a non-randomized single-centre study conducted to monitor initial and long-term outcomes after minimal access rapid deployment avr. Methods: a total of 143 patients received rapid deployment avr via upper right hemisternotomy between march 2012 and september 2015. Either the 1st or the 2nd generation of the edwards rapid deployment valve system was used. Within the context of this article, the following event was identified as pertaining to edwards rapid deployment valve. 1 explant of an unknown edwards rapid deployment valve due to pvl caused by luxation of the non-coronary portion of the valve after an implant duration of 3 days. No additional details were provided.